Event description:
As reported by field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in aortic position. After the valve was deployed, an echo was preformed and showed central leak. Angio was then performed and confirmed the central leak. A 2nd 23 s3ur valve was deployed and echo and angio showed that the central leak was resolved with no leak or pvl. After successful valve deployment, the esheath was removed from the left groin. When peripheral angio was performed, the left femoral artery was dissected. The surgeon performed a cut down and successfully repaired the artery. Per follow-up with the fcs, the perceived root cause of the central leak was undetermined. The degree of central leak was severe. The surgeon stated that the perceived root cause of the left femoral artery dissection was that the arterial walls were very thin. There was no insertion difficulty and they do not believe that the sheath caused the issue. No withdrawals difficulties noted. The procedure was done to treat aortic stenosis.

Manufacturer narrative:
Investigation is ongoing. H3 other text: remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "deployed valve exhibits central regurgitation" was unable to be confirmed. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, "a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in aortic position. After the valve was deployed, an echo was preformed and showed central leak. Angio was then performed and confirmed the central leak." Additionally, noted that patient had fused or raphe (calcified) bicuspid native valve. The bicuspid native valve had non-circular in shape during systole, so it could be a challenge to deploy a valve with cylinder shape. In this case, the valve could be potentially deployed asymmetrical, so leaflets could have suboptimal coaptation leading to central regurgitation. Available information suggests that patient factors (native bicuspid valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.